Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a drug-induced sleep endoscopy (dise) procedure and it was found that the patient has borderline severe osa with vns contributing and vns battery depleting. There were multiple levels of collapse even with the vns turned off. When the output current was set to 1.25ma and 1.625ma, there was worsening of the glottic closure and hooding of the arytenoids. Later, the patient was seen by neurology where high lead impedance and low output current were seen. The device was turned off and a chest x-ray was performed. Per radiology report, the leads are intact; however, the image(s) are not available to be reviewed by livanova. The patient denies any falls or violent seizures that may have affected vns functionality. Their surgeon suspects that as the patient has grown, and the lead has grown taut possibly disconnecting or stretching beyond its technical capability. When they palpated the patient¿s neck, it was observed that the lead was stretched taut. The physician believes the sleep apnea is related to vns stimulation. The patient has been referred to neurosurgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was later received reporting a full revision for the patient. The suspect device has not been received to date. No other relevant information has been received to date.